Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise over-sensing, high pacing impedance, and high capture threshold. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.